Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved on (B)(6) 2015 using a starclose se device after a cardiac catheterization procedure. Reportedly, 24-hours post procedure, the patient developed a painful lump at the groin access site that is still present. To date the patient has not received treatment for the painful lump; however, has scheduled an appointment with her family doctor. The patient stated she has a nickel allergy and cannot wear certain types of jewelry. As the name of the physician who performed the catheterization procedure was not provided, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient anatomy. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.